Event description:
[Bamlanivimab-etesevimab] use for covid-19 under emergency use authorization (eua): the patient had a 35-second episode of polymorphic vt/torsades. Arrhythmia began with multifocal pvcs. He was sleeping with the episode and had no symptoms. ECG this afternoon showed qtc 553 ms with underlying ivcd. We will increase pacing rate to 90 bpm and give magnesium. Stop ssri and any other qt prolonging drugs. Pharmacy reports that the covid-19 treatment he received is associated with reports of bradycardia and various other arrhythmias. Informational available does not comment on whether or not qtc prolongation is a potential side effect. FDA safety report ID# (B)(4).